Event description:
The customer stated that a falsely elevated architect afp result of 208 ng/ml retested at 2.8 ng/ml. The result of 2.8 ng/ml matched the patient's clinical symptoms. An abbott field service representative inspected the architect i2000sr analyzer and determined that the wash zone 2 manifold required replacement. No adverse impact to patient management was reported.

Manufacturer narrative:
Field service was dispatched and performed the following actions: replaced the wash zone 2 manifold with valves fep tips, swapped vortexer 1 and 3, and cleaned the vacuum hose. The replacement of the wash zone manifold with valves, fep (part number (B)(4)) was considered to have resolved the issue. Service history for the architect isr06705 revealed no subsequent complaint of discrepant/erratic results. Review of historical complaints and quality metrics did not identify a trend for the wash zone manifold with valves, fep. The architect system operations manual addresses the troubleshooting for the described issue. There is insufficient information to reasonably suggest a malfunction of the wash zone manifold with valves, fep, nor is there an indication of a deficiency of the wash zone manifold with valves, fep or architect i2000sr.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).